Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: ·inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The date the device was received is not yet available. During the inspection of the returned asset device, other malfunctions found were, wrinkled insertion tube. The light guide tube/video cable was deformed. The connector contact pin was corroded. The boot protector was damaged. Due to wear of the knob-wire, the forceps raising angle did not meet the standard value. There was also third party repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the regional repair center for preventive maintenance. Upon inspection and testing of the returned device, it was observed that foreign material might be attached to the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.